Event description:
It was reported that the right atrial (ra) lead exhibited decreased sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7121 st jude competitor lead, implanted 2010 (B)(6); 419478 lead, implanted 2010 (B)(6). (B)(4).